Event description:
It was reported that a patient experienced peritonitis manifested by cloudy effluent during peritoneal dialysis (pd) therapy. On that same day, the patient was treated for peritonitis with intraperitoneal (ip) tobramycin (120 mg) and vancomycin (2 g x4 doses). On the third, seventh and tenth day after initial treatment, the patient was treated for peritonitis with vancomycin. The cause of the peritonitis event was reported to be unknown; however, the peritoneal effluent culture results indicate that there was touch contamination. At the time of this report, the treatment with tobramycin still continues. The patient was recovering from the event of peritonitis. Dianeal therapy was ongoing. Additional information was requested, but is not available at this time.

Manufacturer narrative:
(B)(4). The cause of this peritonitis was use error reported to be due to a break in aseptic technique by the patient. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.